Event description:
It was reported that a home patient experienced a leak from an unused supply line. This occurred during peritoneal dialysis therapy. The clamp was closed and the line was leaking but there was no bag connected to that line. The technical service representative advised the customer to start therapy over with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.